Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl+ defibrillator showed a system and therapy module failure message during testing. There was no patient involvement.